Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8k19 that has a similar product distributed in the us, list number 2j44. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that false positive results are being generated with the axsym troponin-I adv assay on one specific patient sample. This same patient sample generated negative results on two other non-abbott platforms. The customer states that this issue has been seen over several different reagent lots (no data on these lots was made available). No specific patient information was provided by the customer. Results were reported from the lab with no impact to patient management reported.